Manufacturer narrative:
Internal complaint reference number: case-(B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after a cadence total ankle had been performed on (B)(6) 2025, patient experienced significant complications. The patient indicated that the implant is sinking and has become painful, causing severe damage to his bone. The patient mentioned that the medical reports revealed that no cement was used during his procedure when the device was in fact supposed to be cemented in the us; nowhere in the notes does it mentioned "cement" and he even found something in his report that mentioned a "cementless device". Patient also stated the operative report said the surgeon had performed a bone graft and struggled to fit the device into his ankle and had to use a larger screw size instead of the standard size 2. It is unknown how this adverse event has been addressed. Patient's current health status is unknown.